Event description:
It was reported that during a superion indirect decompression system implant procedure, the spindle cap broke. The procedure was aborted post-general anesthesia. The broken implant was fully removed, and the patient experienced no complications postoperatively. The device was retained by the facility.